Event description:
It was reported that the patient was performing a stress test and experienced dizziness. Upon interrogation, it was noted that the ventricular lead exhibited noise and loss of capture. The patient was admitted to the hospital and the lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.